Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. Two suspect devices were returned for evaluation. A visual inspection of the two returned devices revealed that the devices were in position two (the engaged or ready to use position). The wires of both were observed to have fractured and outside of the catheter. Dried biomatter was found on the distal tip of the wire. The complaint has been confirmed. Examination of the proximal ends of the wires under magnification a rough break was observed. The rough break appears to indicate that the wire broke under strain and matches the customer's report that the wire broke in the patient's anatomy, as difficult anatomy may cause strain or stress to be placed on the device. Examining the cartridge the remnant of the wire was found. The root cause has been attributed to a material failure of the wire.

Event description:
The customer reported the physician heard a 'click' sound while treating the left gsv and discovered that the wire connecting the clarivein handpiece had broken. The device was replaced to proceed with the surgery. There was no patient harm or injury reported.